Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". The patient's medical history included fatigue, weakness and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and procedural pain ("cramping at the time of insertion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated procedure well 5 trailing coils on left ostia:6 trailing coils on right ostia with coils coiling around itself. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression lot number: 787227 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". The patient's medical history included fatigue, weakness and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and procedural pain ("cramping at the time of insertion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated procedure well 5 trailing coils on left ostia:6 trailing coils on right ostia with coils coiling around itself concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure start date updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, cramping , patient did not undergo essure confirmation test were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.